Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported condition. The graphical user interface (gui) printed circuit board (pcb) was replaced. The backlight inverter pcb and software were upgraded. The ventilator passed all tests.

Event description:
It was reported that the ventilator display was distorted during set up. The ventilator was not in use on a patient at the time of the event.